Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission showing non sustained lead noise (nsln) due to post-paced t-wave over sensing (twos) on the ventricular lead which was noted on a stored emg. Programming changes were discussed. Two weeks later the patient presented with the same phenomenon of nsln due to post-paced twos on the ventricular lead. The ICD was reprogrammed and the patient will continue to be monitored via merlin.net.